Event description:
Caller reported that pump display was frozen on the unlock screen. There was no reported impact to the customer¿s blood glucose level. Frozen display was successfully cleared using the button alarm, and no further action was required.